Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
User attempted to place arterial line and was able to pass the wire in smoothly but when tried to pull back, met resistance and needed to pull the entire catheter out. When the user removed it the wire had split apart. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
User attempted to place arterial line and was able to pass the wire in smoothly but when tried to pull back, met resistance and needed to pull the entire catheter out. When the user removed it the wire had split apart. No patient harm reported. The patient's condition is reported as fine.